Event description:
It was reported that during normal eol battery replacement on (B)(6) 2026, a lead returned high impedance once connected to the new ipg. The impedance was not impacting therapy; however, the patient requires frequent mris. As a result, during the procedure the lead was replaced to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000122064 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.